Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Lead remains in use. (B)(4).

Event description:
It was reported that there was low rv (right ventricular) sensing. Upon examination, pericarditis was seen, and echocardiography and x-ray confirmed fluid in the pericardium with possible perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.